Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead exhibited helix extension issues during a revision procedure that was performed as an attempt to reposition the lead tip. The revision was required due to loss of capture, along with impedance and threshold anomalies, during a two week post implant evaluation. An x-ray confirmed the lead tip had dislodged. No resulting adverse patient effects were reported and the lead was ultimately removed and replaced with another lead of the same model type. The lead is intended to be returned for laboratory analysis however follow-up has confirmed the lead was discarded at the medical facility and will not be returned.